Event description:
The customer reported hemolysis on a rika device. The device did not alarm and the color was amber red. Patient information is unknown at this time. There was no serious injury or medical intervention for this event.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and completed multifunction and fluid tests of the device successfully. Investigation is in process, a follow-up report will be provided.